Event description:
The patient reported that her blood glucose (bg) levels increased to approximately 400-600 mg/dl after wearing the pod for approximately one day and that she developed symptoms of vomiting and loss of appetite, which prompted her to change the pod. It was further reported that the patient received a ¿pod failure¿ message. The patient noted that no insulin leakage was observed. She further reported that the pink slide did not appear to have advanced; however, upon removal of the pod, the cannula was visible and no abnormalities were noted. The patient applied a new pod. No medical intervention was reported. The removed pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.